Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is implanted.

Event description:
There were white flakes on the implant when it was removed from the packaging. Physician removed the white flakes and used the implant.

Event description:
There were white flakes on the implant when it was removed from the packaging. Physician removed the white flakes and used the implant.

Manufacturer narrative:
The reported event that humeral cup - 36mm dia x 10mm thk was alleged of 'packaging: residue inside sterile blister or pouch' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Indeed, without the product returned or at least a picture of the event, it is impossible to determine the root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.